Event description:
After using icy/hot heat patches for about 3-4 hours I was seriously burned. I suffered in pain for around 3 weeks, and I'm now scarred from the burns where it ripped my skin off my shoulder. Dates of use: 2008. Diagnosis or reason for use: pulled muscle.